Manufacturer narrative:
The distributor performed a checkout of the equipment and confirmed the reported complaint. The distributor replaced power management board to resolve the issue reported. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Unique identifier: (B)(4). Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that there was a malfunction resulting in loss of mechanical ventilation due to pcb failure. There was no patient involvement.